Event description:
After approximately one year of cochlear implant use, the patient reportedly developed swelling behind the pinna. They were treated with antibiotics, but the infection did not resolve. Eventually, the device extruded through the skin flap. The device was explanted in 2005. The patient was reimplanted on the same day.